Event description:
Patient had a generator replacement and the impedance was observed to be okay after replacement. No additional relevant information has been received.

Event description:
Follow up with the field representative reported that no impedance issues have been observed since generator replacement. No xrays are to be performed. No additional relevant information has been received to date.

Event description:
Patient was referred for full revision due to high impedance observed. No known surgery has occurred to date. No additional relevant information has been received.